Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 2nd august 2011. The device was returned for ¿device switching on automatically¿. On the 29th november 2018 the device records multiple manual power ons of 10 minutes duration. Measurements taken during the investigation including an excess current drain would indicate a failing membrane. The fault was traced back to corrosion on the membrane tail. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the corrosion on the contact collars indicate that the device had been stored outside the indicated conditions. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.